Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord has corrosion, and the image has snowflake. Based on the results of the investigation, and since the device malfunction "scope error (e315 error)" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced a scope error (e315 error) during inspection for a diagnostic procedure. The procedure was completed with a back-up device. There were no reports of patient harm.